Manufacturer narrative:
The knee 22 (2015) 333-337 http://dx.doi.ogrg/10.1016/j.knee.2015.03.011. No corrective or preventive action is required as the revision was due to the patient¿s anatomy. Root cause attributed to disease progression. Part and lot identification are necessary for review of device history records and complaint history, neither were provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Information was received based on review of a journal article titled, "the cemented twin-peg oxford partial knee replacement survivorship: a cohort study" in which a patient underwent partial knee arthroplasty on an unknown side on an unknown date. Subsequently, patient was revised to a total knee 3.7 years after initial procedure due to lateral osteoarthritis in which it was reported poor result at 2.5 years. No further information has been provided.